Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific that a sensation snare was used in the colon for a colonoscopy procedure performed on (B)(6) 2026. During the procedure the snare presented retraction problems and failed to fully clean cut through tissue and presented retraction issues. Procedure was completed with an alternative snare. There were no patient complications as a result of this event.